Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During an appointment an otoscopy was performed and the surgeon noticed that the conductor link had extruded and had visible damage. The user stated that there was no trauma and nothing was inserted into the ear. The device has been explanted.

Manufacturer narrative:
Device investigation revealed a mechanical damage to the conductive link, which is very likely related to the reported extrusion of the conductive link in the eac. In situ testing was indicative of a device malfunction. Additional information stated that the user has a radical cavity. This is a final report.

Event description:
During an appointment an otoscopy was performed and the surgeon noticed that the conductor link had extruded and had visible damage. The user stated that there was no trauma and nothing was inserted into the ear. Additional information stated that the conductor link was extruding into the external auditory canal (eac). Reimplantation with vorp 503 took place.